Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during the manual prime. The blood glucose reading was 483 mg/dl. The customer was advised to disconnect and reconnect the tubing and reservoir and manually push insulin through the tubing. Insulin did exit. The customer was advised to run a manual prime and insulin did exit with no alarm. The customer had treated with manual injection.